Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that sterility was compromised in insyte ag bc global wing pnk 20gax1.0in packaging. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during kit packaging operations at ge healthcare cork 3 catheters were rejected for contamination: 1 appears to have a hair in the packaging, 2 have black spots which may be similar to previous reported (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-15. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three unused 20ga insyte autoguard units in sealed packages from material number 382933, lot number 0028537. In addition, six photographs were received which displayed similarities to that of the returned units. Through the visual inspection of unit #1, the package displayed a hair partially inside the package and partially caught in the seal. In order for the hair to get within a sealed package, it must be introduced during manufacturing. Based on the location, the hair was most likely introduced during the packaging process by human error. The human hair can get into the packaging during any point humans are in the same room as the material. The hair could also come with the packaging raw material. The evaluation for units #2 and #3 displayed black specks. These units were sent for further spectral analysis. The results of the testing confirmed the black specks to be a material likely to be cellulose and lignin (paper-based material). These substances are most commonly found in paper products and cotton such as clothing. Lignin is used in natural binders and adhesives. The composition of the terry wipers that are used in manufacturing for cleaning surfaces contain cellulose with an adhesive binder; therefore, an environmental origin of the defect is most likely. The batch involved in this complaint met all acceptance criteria and was manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that sterility was compromised in insyte ag bc global wing pnk 20gax1.0in packaging. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during kit packaging operations at ge healthcare cork 3 catheters were rejected for contamination - 1 appears to have a hair in the packaging, 2 have black spots which may be similar to previous reported scar-24107.